Manufacturer narrative:
Since incorrect measure of an apex locator could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Contra-angle 18958 (2010) (bearing damage) defective.

Event description:
In this event it was reported that a contra angle 6:1 for vdw.gold/silver causes incorrect measurement results with a vdw gold reciproc device. With another contra angle, the results are all right; no injury resulted.